Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a revision was done on (B)(6) 2014 and the patient was now getting good coverage and receiving adequate therapy.

Event description:
It was reported the lead had migrated and was getting left chest stimulation. The patient was getting uncomfortable stimulation with the left lead. The right lead was getting adequate stimulation and coverage. The patient was getting less than 50% therapy relief at the lead location. An x-ray showed one lead migrated to the t3 area. The patient was going to make an appointment for a lead revision. At the time of the report the patient was doing fine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.